Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A cartridge change was performed to address the issue. Reportedly the customer was using cold insulin to fill the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.